Event description:
It was reported that an intermittent loss of atrial capture was observed through electrocardiograms. The patient was asymptomatic. X-ray imagining found the lead to be in place, but there was no slack. The lead was successfully repositioned. Additional slack was allowed for and the lead regained its intended shape.

Manufacturer narrative:
(B)(4).